Event description:
The customer reported that table floor locks were not staying locked when table was moved. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Baxter is in the process of inspecting the pst 500 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " floor locks not staying locked" could confirmed during the inspection. The failure was resolved by exchange of the hydraulic unit and the hydraulic stamps. The device was working as intend after that repair. The affected hydraulic components could not be investigated further by baxter and no concrete root cause could be identified. The supplier of this assembly stated that the most likely cause was contamination inside the hydraulic unit. Baxter will monitor potential further complaints and continue the investigation on this topic. Based on this, no further actions are necessary at this time.

Event description:
The customer reported that table floor locks were not staying locked when table was moved. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).